Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
It was reported that, the device was not interpreting heart rhythms correctly resulting in failure to deliver therapy. Technical support was contacted and recommended reprogramming. No additional information was provided. The patient was stable.